Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 3x30mm, 85% stenosed, eccentric, de novo target lesion with significant lesion bend of >=90 was located in the first segment and chronic totally occluded (cto) second segment of the moderately tortuous and non calcified right coronary artery (rca). After predilation and successful implantation of a 3x28mm promus premier des in the second segment, a 3.00x32mm promus element¿ plus des was advanced to treat the first segment. Significant resistance was encountered during insertion and when the device reached the curve between the first and the second segment, the shaft that was still outside the patient kinked and broke. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 377mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 3x30mm, 85% stenosed, eccentric, de novo target lesion with significant lesion bend of >=90 was located in the first segment and chronic totally occluded (cto) second segment of the moderately tortuous and non calcified right coronary artery (rca). After predilation and successful implantation of a 3x28mm promus premier des in the second segment, a 3.00x32mm promus element¿ plus des was advanced to treat the first segment. Significant resistance was encountered during insertion and when the device reached the curve between the first and the second segment, the shaft that was still outside the patient kinked and broke. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.